Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: visual inspection revealed rust/corrosion in the battery compartment. Leak testing revealed cracks in the battery compartment. The coin slot on the battery cap was found to be worn and the cap was difficult to tighten and remove. The display was dim, faded, and discolored. All keypad buttons were difficult to press; the keypad cover was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed corrosion in the battery compartment, damage to the battery cap and battery compartment, a battery compartment leak, dim display, and unresponsive keypad buttons associated with contamination on the button contacts. This report is made based on results of investigation completed on (B)(6) 2016.